Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection found corrosion on the magnet switches. A functional evaluation of the returned device found the buttons do not work properly. The evaluation also noted that the device switches off unexpectedly. These findings are related to the reported event. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the device turning off unexpectedly include corrosion in the motor/gearbox assembly or a shorted phase of the motor. One of the causes of a shorted motor phase is a short in the power cord. The root cause has been associated with a component failure. Factors that could have contributed to the buttons not working properly include corrosion/debris around the spring from cleaning chemical fluid ingress over time leading to a damaged magnet assembly. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, after knee arthroscopy, an mdu continued to oscillate when switched off, and turned off when in use. Since incident occurred after procedure; patient was no longer involved.